Event description:
It was reported by the distributor, vitalitec, the surgeon reported that, "the shields on the trocar deployed slowly." There was no pt injury or extension of the surgery time.

Manufacturer narrative:
This device is being returned from another country, for eval. When the device has been evaluated by the quality engineer, a supplemental report will be filed.